Event description:
It was reported that an alert for long charge time was received. It was noted that the patient had multiple vt episodes recently with appropriate hv therapy delivered. The patient was hospitalized for unrelated reasons, when vt episodes started and the charge time limit was reached. Device replacement was recommended, however due to the patient¿s poor health condition, replacement is uncertain.

Manufacturer narrative:
Device not returned. (B)(4).